Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a cybersecurity update. While attempting the update, the pacer entered backup vvi. The patient did not feel well during the event. A device download was performed. The patient was doing well post-event.